Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure a new cuff was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. During the procedure the existing cuff was removed and a new, smaller cuff was implanted. The patient did not experience any further known complications.